Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a lens would not come out of the cartridge. In a follow up, it was verified that there was patient contact, but no patient harm. Additional information was requested.